Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump retainer ring was popped off and no longer attached back to the pump. There was a crack along the back of the pump. The insulin pump had neither bumped nor dropped. There was no damage to reservoir and infusion set. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.